Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture, p-wave amplitude variation and under-sensing. Programming changes were successfully completed. The patient was stable and asymptomatic.